Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) pacing lead was not capturing and there was a suspected dislodgement with oversensing occurring. The rv pacing lead was removed and the chronic rv defibrillation lead was used for pacing. No patient complications have been reported as a result of this event.